Manufacturer narrative:
H6: 'manufacturer received an email from FDA on 15 mar 2021 providing a list of MDR''s submitted by the manufacturer that included an invalid exemption number. The purpose of this supplemental report is to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error. This exemption number has now been removed.

Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial lead (model 7122q) due to being a redundant, non functional lead. A right ventricular (rv) and a functional right atrial (ra) lead were also present within the patient but were not targeted for extraction. A spectranetics lead locking device was inserted into the lead to provide traction. It was reported that progress stalled within the vasculature during the procedure, so the physician chose to stop the extraction attempt. The physician attempted to unlock the lld from the lead but was unsuccessful. The ra lead, with the lld present within the lead, was cut, capped, and remained within the patient.